Event description:
Device has been explanted.

Event description:
Patient reported capsular contracture, baker grade iii/IV, and a hematoma diagnosed via ultrasound and MRI. The patient later reported seroma. Healthcare professional later reported "capsular contracture - grade IV with bloody seroma. Probable double capsule. No evidence of bia-alcl. Ultrasound suggests rupture. MRI does not." The device remains implanted. This record relates to the left side.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture, capsular contracture baker grade iii/IV.

Manufacturer narrative:
The initial medwatch reported rupture and a0412, it has since been clarified by the healthcare professional that the device was found to be intact. The event of rupture will be un-reported. Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ double capsule: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side capsular contracture, baker grade iii/IV, and a hematoma diagnosed via ultrasound and MRI. The patient later reported seroma. Healthcare professional later reported "capsular contracture - grade IV with bloody seroma. Probable double capsule. No evidence of bia-alcl. Ultrasound suggests rupture. MRI does not." Healthcare professional later reported the device was found to be intact upon explant. The device has been explanted and discarded. Total capsulectomies were performed.